Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(4), ubd: 20-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep met with the patient because she has been experiencing painful stimulation when her system intensity is increased and breakthrough pain when her system is decreased. The patient also complained of a painful "lump" at her lead incision site that is sensitive to the touch. The patient confirmed they have had no falls or trauma. The rep ran an impedance test and returned electrode 1 as "do not use" and electrodes 2 and 5 to avoid. All attempts at reprogramming garnered little coverage in her painful areas of the implant. The patient is being referred for an x-ray to rule out lead migration. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the x-ray confirmed the correct placement of the lead and there was no migration. The incision site was healing without any drainage. It was noted that the patient needed to schedule a programming appointment for follow-up since the last programming change to resolve the stimulation issues. There were no further complications reported or anticipated.